Event description:
Customer's sister reported customer received erratic glucose readings from their freestyle flah meter. Customer's sister reported customer experienced symptoms of "tiredness, feeling bad and lost of appetite." Customer went to see his doctor who diagnosed customer with severe hyperglycemia. Customer's sister reported customer was given humulin insulin 35mgs and metformin 1000 mgs.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. In addition, the customer reported eating between readings making the difference in readings not clinically significant.